Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed replace battery now without any prior low battery alarm. The customer reported that she was having problems with her pump. Customer stated that it will not hold a charge. The customer put a brand new battery in it all the sudden stopped working. The customer tried new batteries but nothing happened. The customer stated that fifth battery worked and stayed for a few hours and it was off when she checked it. The customer¿s blood glucose was 178mg/dl today and in this morning it was 138mg/dl. The customer reported that before that they tested again and it was 202mg/dl and pump was dead. Alarm history showed battery out, no power, bad battery, no delivery and low battery alarms. The pump passed selftest. Customer stated this was not the second occurrence of off no power without a low battery warning. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. No blank display noted. Unit was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, low battery, bad battery, weak battery, battery out limit and failed battery test alarms noted during testing.